Event description:
It was reported in a literature article that sixty-seven patients underwent minimally invasive placement of lumbar pedicle screws (296 screws) using a navigated, image guided technique. Electromyography (emg) monitoring of lumbar nerve roots was used in all. A preoperative CT scan was merged with intraoperative 2-dimensional fluoroscopy images on the image guidance system for 24 patients (group 1). Intraoperative 3-dimensional fluoroscopy images was the source for the image guidance system for 43 patients (group 2). Out of the 296 screws, 10 screws were placed suboptimal. Of the 10 screws that were incorrectly placed, none breached the medial pedicle cortex and none produced a positive signal on the emg system. There were no cases of neurologic injury from suboptimal placement of the screws. One pedicle screw from a patient from group one, breached the inferior cortex of the pedicle, with evidence of exposed screw threads in the neural foramen on post-operative CT, but without production of an emg response intraoperatively and without clinical evidence of neurologic impingement.

Manufacturer narrative:
Wood et al. A comparison of CT-based navigation techniques for minimally invasive lumbar pedicle screw placement. J spinal disord tech 2011;24:e1-e5. Mean age (B)(6). 8 males, 16 females.. Hospital information was not provided. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.